Manufacturer narrative:
Device 1 of 1. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported by the product end user that the "catheters have sharp eyelets". The end user reports that while removing the catheter he sees "pieces of tissue" and notes "bleeding", the bleeding is noted to ooze for up to an hour after catheterizing. He states this issue is ongoing but was worse before 3 months ago when he had urethral dilation and has experienced this issue while trialing other brands of catheters as well. The end user did not require hospitalization, he continues to use the product. He catheterizes three times daily to keep the urinary strictures "more open". The end user reports no treatment for the bleeding from his health care provider. Photographs were provided by the end user of the catheters. *a separate MDR will be submitted for the unknown lots used by end user*

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No picture or samples have been received. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured in december 2020 in amount (B)(4) pieces. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The correct raw material was used during lot production. No nonconformity had been registered during the production process of the mentioned lot. We produced 20 lots of this product sap 1713716. A query was run against erp material 1713716 malfunction code uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough, or too sharp on september 8, 2021 which yielded in four occurrence from november 2016 - tw 1470801,1474100, 1472093 and 1474101. All complaints were received from the same customer. The issue is considered as isolated. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 3005778470.